Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (1g, ongoing, route, frequency not reported) and meropenem injection (1gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was "non-compliant", specified as the patient was not performing pd therapy (discontinued on an unknown date) and was not performing hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.